Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range right atrial (ra) pace impedance measurements of greater than 2500 ohms, and telemetry issues were encountered during troubleshooting. Low p-wave amplitude was also observed. Additional troubleshooting options were provided by technical services (ts). No adverse patient effects were reported. Of note, the lead is a non-boston scientific product. This pacemaker system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range right atrial (ra) pace impedance measurements of greater than 2500 ohms, and telemetry issues were encountered during troubleshooting. Low p-wave amplitude was also observed. Additional troubleshooting options were provided by technical services (ts). No adverse patient effects were reported. Of note, the lead is a non-boston scientific product. This pacemaker system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.